Event description:
A malfunction occurred on a pump, as reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.